Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in the right atrial pace impedance measurements. Trending displayed a pace impedance spike measuring at 2398 ohms. This patient is not dependent and there was no evidence of syncope or pause greater than 3 seconds noted. Additionally, the patient was seen in-clinic and there was only the singular lead measurement greater than 2000 ohms. Subsequently measurements have been approximately 600 ohms. Isometric testing did not reveal any noise or issues or changes of impedances. The plan is to continue monitoring this patient, there is no intervention scheduled. The involved ra lead is a non-boston scientific product. No adverse patient effects were reported. This product remains in service.